Manufacturer narrative:
The field complaint of telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench no anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator was appropriately interrogated with strong telemetry. However, whenever the atrial or right ventricular threshold test was attempted, the connection would be lost. Two different programmers were used to perform the threshold test. The device was changed out for normal elective replacement indicator. The patient was stable after the procedure.